Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the air tube was off from the spike which connected to the bss (balanced salt solution) during surgery. The issue was resolved after the product was replaced. There was no harm to the pt.